Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on a cobas 6000 e 601 module (e601). The field service engineer examined the analyzer and determined that the gear pump pressure was low. He adjusted the gear pump pressure higher, thereby increasing the wash water flow to washes for the probes. The customer repeated patient samples after the service activity. The customer determined that 12 patient samples had erroneous initial high results that were reported outside of the laboratory for the elecsys hcg + beta test system (hcgb) and the elecsys cea assay (cea). All repeat values were considered to be correct. No error flags were generated at the time the samples were initially tested. An additional initial hcgb value of 3000.00 miu/ml, with a repeat value of 2 miu/ml was also provided, but it could not be clarified if these were values from additional patient samples or if these were estimated values from data provided in the attachment. The patients were not adversely affected. Samples were serum contained in a mixture of primary and secondary tubes. The hcgb reagent lot number was 156542. The cea reagent lot number was 153910. The expiration dates for the hcgb and cea reagents were asked for, but not provided. Investigations agree with the root cause determined by the field service engineer.